Manufacturer narrative:
It was reported to abbott, a patient saw the message ¿no generators found¿ when they tried to connect with their ipg. Technical service attempted multiple troubleshooting steps, but the patient's ipg never populated. The patient reported they did not have any mris, falls, or surgeries since the last time they connected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was no longer communicating with external devices despite attempted troubleshooting. Patient programmer displayed error message "no generators found." The patient reported not having any recent MRI's, surgeries or falls. Surgery may take place at a later date.

Manufacturer narrative:
Section a4: attempts were made to obtain patient weight. Weight is unavailable. Section b3: event date is estimated.